Event description:
A report was received that the pt underwent a pocket revision due to shocking at the pocket site, which the physician believed had something to do with the pocket itself. Also, the pocket site was located in the pt's upper back, causing irritation, so the physician implanted two lead extensions and relocated the pocket to the lower abdomen. The pt was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.